Event description:
Information received by medtronic indicated that the insulin pump was not able to do bolusing. The insulin pump had crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On august 8, 2022, the device was returned due to customer allegation possible under delivery anomaly and cosmetic damage located at the device case. Device passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Unsuccessful attempts to upload data to care-link. No under delivery anomaly noted during testing. In further full review of the device history on the event date of 08-aug-2022 found bolus deliveries of 0.025u at 08/08/2022 00:13:09, 0.05u at 08/08/2022 01:03:11, 0.05u at 08/08/2022 02:28:13, 0.025u at 08/08/2022 03:08:10, 0.025u at 08/08/2022 04:33:09, 0.025u at 08/08/2022 05:28:13, 0.05u at 08/08/2022 06:03:13, 0.025u at 08/08/2022 07:03:11, 0.05u at 08/08/2022 08:03:11, 0.05u at 08/08/2022 09:03:12, 0.025u at 08/08/2022 10:03:13, 0.05u at 08/08/2022 11:03:13, 0.05u at 08/08/2022 12:03:13, 0.025u at 08/08/2022 15:03:13, 0.025u at 08/08/2022 16:08:13, 0.025u at 08/08/2022 17:03:13, 0.9u at 08/08/2022 18:02:08, 0.025u at08/08/2022 19:23:15, 1.6u at 08/08/2022 20:26:22, 0.025u at 08/08/2022 21:03:13, 0.025u at08/08/2022 22:03:13, 0.05u at 08/08/2022 23:03:13, 0.025u at 08/09/2022 00:18:15. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. In summary, customer allegation for device under delivering not confirmed during full functional testing. Cosmetic damage was confirmed at the device case. Unable to upload/download to carelink confirmed. Problem isolated to electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.